Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retians. Source: phone.

Event description:
1 reported false positive flu b result for 1 symptomatic patient. The customer communicated the result was confirmed negative by molecular (pcr testing). The customer also reported 5 additional patient events which are captured on a separate reports.